Event description:
The customer reported that she was receiving off no power alarms with new batteries in the insulin pump. Her blood glucose was 373 mg/dl, which she treated with injection. The customer stated she did receive a low battery alert, which occurred less than 24 hours prior to the off no power alert. The customer stated the battery was not previously used, nor was the battery cap loose, cracked or damaged. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump was received with unexpected constant off no power and alarms. The problem isolated to mother board. Insulin pump had a cracked reservoir tube lip.